Event description:
Ous MDR - it was reported that approx. 109 months after the implantation, the lead was explanted due to fluctuating impedance values.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 14.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. During the analysis, multiple signs of wear and tear were found along the lead fragments. Especially around 7.5 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is with high probability the cause of the observed fluctuating impedance. The observed damage manifestation speaks for severe mechanical stress of the lead during its operating time of about 9 years. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement, as well as the associated friction against possibly modified tissue should be considered as cause. X-ray images or diagnostic images of any other kind, which might provide information on the positional relationships of the implanted system in the body, were not available for analysis. In addition, a deformation of the shock coil could be seen, which is most likely the result of the extraction process. Since the lead was cut into pieces in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No irregularities were detected. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.